Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of medical article: "intermediate-term outcome of 500 consecutive rapid-deployment surgical aortic valve procedures" authors martin andreas et al, the following events were identified as pertaining to edwards devices: 13 severe patient prosthesis mismatches.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.